Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, and a missing end cap sticker. No unexpected battery out limit alarm was noted. No moisture damage was noted on the electronic assembly.

Event description:
It was reported that the customer fell into the swimming pool with the insulin pump. The device was not responding. The battery was removed, dried, and reinserted and the insulin pump alarmed battery out limit which could not be cleared due to unresponsive keypad. The customer's blood glucose was 15.0 mmol/l. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.